Event description:
A (B)(6) male with surgical trauma was implanted with an action on (B)(6) 2006. On (B)(6) 2008, a revision surgery occurred details not provided. On (B)(6) 2008 the cuff was removed and replaced due to fluid loss. Unable to obtain any add'l info regarding pt's surgical history.

Manufacturer narrative:
Cuff had a wear leak. Tubing had operating room damage. The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual.